Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Device evaluated by MFR.: the device was returned for analysis. A longitudinal tear was identified in the balloon material starting 3mm distal of the distal markerband and extending 60mm proximally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. There was no fragment left inside the patient's body. The device was fully removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. There was no fragment left inside the patient's body. The device was fully removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.